Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: during investigation, a review of the black box showed the time and date reset to default settings following a pump reboot. Further testing was not able to be performed due to an unrelated power issue. The pump was opened and revealed the internal clock battery on the printed circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).